Event description:
Details of reported incident: (transcribed from handwritten reports by clinical staff). At 07.15, patient had been bagged and suctioned, within 3 minutes it was noted that the patient has desaturated to 90%. On observation, I noted that the patient had no expansion of the chest and the datex monitor was alarming "apnea". The ventilator was not alarming although the alarms were set. I took the patient off the ventilator and put the false lung on the ventilator - still no expansion of the lung and no alarm. I then switched off the ventilator, switched it back on, went through the alarm checks, same passed. It ventilated the patient effectively. However, in view of the above event I changed the ventilator. Completed the staff nurse 2006. At 07.17, staff nurse informed me that the ventilator as her bed space as not ventilating her patient. She immediately bagged the patient and tested the ventilator on the test lung, but the ventilator was not ventilating in vsimv mode. All tubing and connections were checked and intact. The ventilator was switched off and on again, and was then ventilating satisfactorily and passed checks. However, I immediately removed the ventilator from service and attached the patient to an alternative ventilator. The patient was stable throughout, 02 saturation dropped to 90%, but increased immediately on bagging. Biomedical engineering contacted. Completed one month later.

Manufacturer narrative:
Reporter initially reported this incident in 2006 to our another country representative, which then reported the incident to us on september 21, 2006. Another country service dept tech evaluated the unit and was unable to reproduce the reported event. Thus no root cause was determined. The co service dept tech upgraded the unit's software to the latest revision level and ran the unit through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the unit was returned to the distributor ready to be returned to their customer and be placed back into service.